Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the decision for impella cp was made on a patient with coronary artery disease. During support it was reported of suction alarms x3. Albumin was given. Additionally, it was noted that they attempted to increase p level unsuccessfully and decision was made to exchange cp for fear of device malfunction. Total of (B)(4) units given for the case. The procedural outcome was the patient survived surgery.